Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, stating the cause was unknown and that blood glucose improved only after changing infusion sites multiple times. Symptoms included elevated blood glucose. Outcomes included no reported long-term impairment or required medical intervention. Investigation included attempts to contact the user for additional information. Investigation of this case revealed that the cause of the hyperglycemia was unclear based on available information, and no device alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.